Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected bolus stopped alarms noted during testing. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a code errors. Insulin pump interrupted bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.